Manufacturer narrative:
(B)(4). The reported event could not be verified during evaluation. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a homechoice (hc) device experienced an uncommunicated error. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The homechoice (hc) has been returned and a device analysis is anticipated. Upon completion of the evaluation or if additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The homechoice (hc) was returned and evaluated. No abnormalities were identified during visual inspection. Functional testing of the device could not confirm the reported problem. A review of the device history records revealed no issues that could have caused or contributed to the reported difficulty. The event history log review indicated several alarms, but as the reported alarm was unknown, the problem could not be confirmed though the logs. A service history review showed no failures/problems that were the same as, or similar to, the current difficulty. In addition, there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. The reported problem was not confirmed during sample evaluation. Should additional relevant information become available, a supplemental report will be submitted.